Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify possible under delivery due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alleged under delivery. The customer's blood glucose level was 25.2 mmol/l at the time of the incident and was treated with insulin pump and syringe. The customer had high blood glucose and stated that they had no delivery a couple weeks ago. The customer was reporting a past event. The customer reported that they tested before bed and was high and corrected again. The customer woke up this morning and was fine. At lunch tested, the blood glucose was high and corrected again. The customer¿s current blood glucose was 10.5 mmol/l and corrected with pen. The customer reported that the alarm did not occur during manual prime. The customer bolused and it did not give them any insulin. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported they have a back-up plan available. The customer alleged that the insulin pump was under delivering as the blood glucose remained high after bolusing. The customer stated that the drive support cap appeared normal or slightly indented. The insulin pump passed the self-test and the displacement test. The device will be returned for analysis.